Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; however, the customer confirmed the complaint sample was from lot 21125529. The feedback provided by the customer indicates that it is not possible to connect the maxzero product with an unknown syringe product. No further information was provided by the customer to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector IV set had a loose connection and the syringe separated from it during use. The following information was provided by the initial reporter: "can not screw our syringes (which are not luer lock). The syringe comes off during use."